Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer booted up to "system test failure" screen with an error. Nylon standoff spacer was found broken. Analysis also found the stylus cable was damaged but functional, the lower case was worn, and the handle covers were broken. (B)(4).

Event description:
It was reported a fatal error message displayed when powering up, can not clear. The programmer was returned for repair. There was no patient involvement.